Event description:
Add'l info rec'd from MFR 9/17/03: the customer complaint was that the introducer broke and lodged in the pt's heart. The cardiologist retrieved the piece without injury to the pt. No sample was returned for review. The packaging lot involved with this incident was 131056, which was released on 11/22/02. With an order quantity of 24 pieces. A DHR review was performed and there were no defects or problems associated with this packaging lot. The introducer needle is a purchased component that is packaged in the kit. The introducer lot associated with this order was number 202804 (vendor lot no 8513). Qa incoming insepction was performed and accepted on 10/7/02 and the lot quantity of 3345 pieces was released. There were no issues associated with this introducer lot. A review of the complaint history did not reveal any other complaints related to this issue. Conclusion: the exact cause of the reported issue could not be determined at the plant level, without a sample. Based on the DHR and complaint history review, there is no indication that the lot involved is defective, or that this event represents an emerging trend. Nothing detrimental is done to the introducer, that would be related to this problem.

Event description:
Quinton hemodialysis catheter was inserted in 2003. 2 days later the tip of the catheter was noted in chest x-ray to be in the atrium of the heart. The patient had surgery to remove the tip.